Event description:
It was reported that the customer experienced blood at the insertion site. The customer's blood glucose was 390 mg/dl. The customer stated that he was able to stop the blood and clean it up. The customer stated that the cannula was bent. Explained that the blood may have been caused by inserting the infusion set into a capillary. Troubleshooting was done. Advised customer to change infusion set and to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.